Event description:
A (B)(6) male underwent aaa endoluminal repair on (B)(6) 2011. The captor valve was leaking, not from inside, rather between the grey and blue sections on the valve assembly. No part of the device remained inside the pt (other than the successfully deployed graft). The pt did not require any additional procedures due to this occurrence. The pt lost approx 400ml of blood due to the captor valve leaking.

Manufacturer narrative:
(B)(4) blood loss is labeled in the IFU. (B)(4) valve leaks are not specifically labeled in the IFU. The sheath assembly was returned to assist in this investigation. Check-flo discs critical dimensions are inspected during incoming quality control. Quality control (qc) performs an inspection of captor valve assembly performed 100% unless otherwise specified. The valve collar is verified to be completely snapped into the valve chamber. The orientation of the check-flo discs are confirmed. The discs are also examined to verify that each is punctured and free of tears. (B)(4). A leak test is performed on the captor valve assembly. The zenith device has completed quality sys procedure requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) describing the appropriate warnings and precautions, contraindications, and the proper deployment procedure. The device was returned with the iris valve open. The valve could be opened and closed without issue. There were two tears in the webbing when a positioner was inserted through the valve. The device was leak tested with a 20cc syringe and water. With a positioner and the iris valve open, the valve leaked through the iris. The valve leaked through the iris and between the valve collar and valve control when the iris valve was closed. The positioner was removed. The valve leaked through the iris with the iris open. The iris valve was closed and the device leaked between the valve collar and valve control. The valve was disassembled and the iris valve and check-flow discs were examined. Each disc was torn and there was a puncture through all three discs. There were also two holes in the iris valve. Damage from tearing and the holes seen in each disc and the iris valve resulted in leakage through the iris valve and between the valve control and valve collar. The cause of the puncture is unk, possibly iatrogenic. With regard to the tearing in the disc, we are aware of the potential for leakage through the valve and the risk associated with this failure mode. A CAPA for this failure mode is currently open. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and based on risk assessment, risk reduction is recommended. A CAPA is currently open and addresses this failure mode.